Event description:
5mm trocar opened on field for laparoscopic use. On testing prior to use, the product would not engage. Product was not used on pt, but was removed from the sterile field and a new trocar opened.